Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, on (B)(6) 2016, the cartridge was filled with 300 units of insulin. The customer's blood glucose level ranged from 192-240 (mg/dl). During troubleshooting with tandem technical support, the customer was able to reload the cartridge successfully and received an accurate fill estimate.